Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(cloudy ).

Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model ec34-i10l-us is available in the USA with a 510k number k131855. The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that ccd module shadow in image. Based on the result, we concluded that it was caused due to the moisture condensation in the ccd module. In addition, our technician confirmed that the insertion flexible tube buckled, the forward body cover cracked, the objective lens scratched, the u/d and the r/l knobs loose, the right pulley wire rupture, the angulation left angulation zero degrees, the angulation right angulation zero degrees, the angulation down angulation decrease, the angulation up angulation decrease, the air/water socket chipped/cut o-ring, the air nozzle missing glue, and the water nozzle missing glue; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0586 image failure" and/or the risk analysis results, it was evaluated to submit MDR.